Event description:
Follow up information received from the healthcare provider (hcp) reported that no actions/interventions were taken to resolve the edema. It was stated that the patient's symptoms resolved and they don't know the significance of the MRI changes.

Manufacturer narrative:
Other applicable components are: product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturers' representative regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that following the first surgery when the leads were implanted a post-op CT and MRI revealed edema around the lead. Follow-up from representative stated that the patient was still inpatient but they did not have any information regarding specific treatments the patient was receiving.

Manufacturer narrative:
Upon review of the additional information received, it was determined that patient code (B)(4) should be added.

Event description:
Additional information was received from a health care provider (hcp). It was reported that a CT scan showed an edema along the path of the lead without evidence of infection. The hcp also commented that this patient was generally in poor health and never had their leads connected to the implantable neurostimulator (ins). The edema was treated with steroids and eventually resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.